Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level rose over 22 mmol/l (396 mg/dl), while wearing the pod between 37 and 48 hours. The lg administered a correction bolus, but it did not lower the patient's bg levels. When they removed the pod from the infusion site, the cannula was observed to be bent. Additionally, the lg reported the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Treatment information was not provided.